Event description:
It was reported that a pt underwent a bilateral breast mammoplasty procedure on (B)(6) 2009. A broken needle was returned for eval with the customer reporting needle breakage.

Manufacturer narrative:
(B)(4). (B)(4). Results: according to the visual inspection, the broken needle had strong instrument marks. Conclusion: the device info for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01430. The same pt is represented in each medwatch.